Manufacturer narrative:
Lot 10750815: (B)(4). Lot 10239284: (B)(4). Additional devices implanted and/or related to this event: tgu373710/10239284. (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses. It was reported that on (B)(6) 2013, the patient expired. The cause of death is unknown.